Manufacturer narrative:
Voluntary medwatch received mw5154887, mw5154888, mw5154889.

Event description:
It was reported that swelling and redness were noted at the device incision site. The lead was capped.